Event description:
It was reported that the neurologist was having issues with the serial cable for his handheld device. Additional information was received stating that the serial cable was properly connected to the handheld device but was still loose and wiggled. It was reported that communication issues did not occur. The cable issue was first observed about a month before the event was reported. The handheld device is stored on the neurologist's desk. The handheld device may have dropped and contributed to the serial cable issues. The neurologist has elected to continue using his loose serial cable.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the handheld device passed all functional tests prior to distribution.